Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown, lot# unknown, product type: unknown. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 3550-68, serial# unknown, product type: screening device. (B)(4).

Event description:
It was reported there was a low out of range impedance value. It was stated there was a short between contacts 2/3 at the time of implant of the lead. It was noted the lead was implanted and the stimulation was tested and that is when the short was found. It was stated the cable was swapped out and it was re-tested and the short was still present. It was noted the lead was then swapped out. It was further reported the implantable neurostimulator (ins) would be implanted the day following report.